Event description:
The customer reported lower than expected vitros phyt proficiency sample results (result 1 < 3.0 vs. 6.52 ng/ml; result 2 < 3.0 vs. 8.16 ng/ml) processed on the vitros 5600 integrated system. In addition, a non-reproducible, lower than expected quality control result (qc fluid biorad 3= 14.04 vs. 17.60 ng/ml) was obtained while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if patient samples were affected. However, there was no report that patient samples were affected. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros phyt proficiency sample results processed on the vitros 5600 integrated system were reported from the laboratory. In addition, a non-reproducible, lower than expected quality control result was obtained while using the vitros 5600 integrated system. Affected proficiency sample results root cause investigation: the root cause for the lower than expected vitros phyt proficiency sample results was user error, as the operator incorrectly interpreted the analyzer flags and codes and reported the proficiency sample result as below the analyzer's reportable range. The customer was made aware of the improper response to the condition code and analyzer flag. The investigation found no evidence to suggest that either the vitros 5600 integrated system or the vitros phyt reagent issue contributed to the event. Affected qc result root cause investigation: due to the tima that elapsed from the date of occurrence, the investigation could not determine a definitive root cause for the lower than expected vitros quality control result. An instrument related issue, a reagent related issue or the quality control fluid in use could not be ruled out as potential contributing factors.